Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) would not communicate with various programmers or respond to the application of a magnet. The ICD was also exhibiting tones. The ICD and atrial lead were explanted and returned to cpi for analysis.